Event description:
Customer reported that pump battery depleted faster than expected, but this did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support confirmed excessive battery depletion beyond normal activities and decided to replace the pump. Customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.